Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. That morning the insulin pump was telling him that his blood glucose level was high but it was not. Customer's sensor glucose level was 392 mg/dl but his blood glucose level was 94 mg/dl. The sensor and blood glucose level reading was not within an acceptable range. The device was not returned.